Event description:
No additional event information available.

Manufacturer narrative:
D4- UDI# (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the blade needs evaluated and the device was evaluated with no components replaced were replaced. This is not a related issue. On may 23, 2019, it was reported that the unit was not mesh well. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii on may 30, 2019 revealed that the device was within calibration specifications and produced a passing sample mesh. The cutter had some discoloration. Repair of the meshgraft ii was performed by zimmer biomet surgical on may 30, 2019 which included replacement of the cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated 5/23/2019. The reported event was not confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Meshgraft ii complete did not mesh well. There was no harm or delay reported. No additional event information available. No adverse events were reported as a result of this malfunction.